Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge. Tandem customer technical support offered to complete a system check; however, the customer declined troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.